Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reas2094 showed no other similar product complaint(s) from this lot number. Device not yet returned for evaluation.

Event description:
Facility contact reported that a dlhl 7fr line was placed on (B)(6) 2016. On (B)(6) 2016, a pinpoint hole was reportably noted at the hub of the red lumen. Line repair required. Patient will be followed on to see if line infection detected 7 days before or after line repair occurred. Will notify bard field assurance if line infection found.